Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they were examined by a specialist that has recommended them to cease aligner treatment immediately. Patient has an open bite that the aligners are causing pain. The specialist stated that the treatment will not resolve the patient's issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.